Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the pacemaker was overestimating battery longevity. The patient was reported to be asymptomatic. No intervention was performed, the patient would continue to be monitored.